Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the controller¿s front panel light emitter diode (led) indicators did not illuminate while connected to batteries. Functional testing also revealed that the controller was unable to communicate with external batteries, resulting in critical battery alarms. However, the controller was still able to receive power from both power sources. Internal inspection revealed a damaged diode on the communication line and a damaged integrated circuit, responsible for the communication between the controller and batteries. The damaged integrated circuit is connected to the user interface controller (uic) responsible for the operations of the controller; the damaged integrated circuit prevented the controller from reading battery information and caused the controller to trigger the critical battery alarms, as well as the controller reset events. The damaged integrated circuit is also connected to the real time clock circuit and caused the date/time stamp to remain frozen. After the faulty components were replaced, the controller performed as intended. Review of the controller log files revealed a controller power-up with associated motor start event logged on 22-oct-2022 at 04:05:21. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 22% relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with 69% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and no power source was connected to power port two (2). A second controller power-up with associated motor start event was logged on 22-oct-2022 at 04:07:38. The data point prior to the loss of power revealed that (B)(6) was connected to power port (1) with 21% rsoc and no power source was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and no power source was connected to power port two (2). No anomalies were observed leading up to the losses of power. The controller was without power for ten (10) seconds and fifteen (15) seconds, respectively. The controller power up events are additional findings not related to the reported event. Review of data log file revealed multiple data points with a battery relative state of charge (rsoc) value of 0% or 101% logged with incorrect date/time stamps and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. Review of the alarm log file revealed multiple critical battery alarms logged with a battery relative state of charge (rsoc) value of 101% logged and serial number ID, or cycle count. Additionally, log files revealed multiple controller reset events with an incorrect date and time stamp. Several controller power up events without motors starts were logged with an incorrect time/date stamp, likely during a controller exchange and/or troubleshooting of the controller. Critical battery alarms are a high priority alarm which produce a loud sound and will flash red. The observed critical battery alarms were likely perceived by the patient as the reported ¿internal high priority alarm¿. The observed controller resets were likely perceived by the patient as the reported ¿fault alarm¿ and the ¿high priority alarms which occurred without a message on the controller display¿. As a result, the reported controller fault alarm event was not confirmed, however the reported ¿internal high priority alarm¿ and ¿and no light emitted diode (led) status was displayed of the batteries on the controller although the ventricular assist device (vad) was running¿ events were confirmed. The most likely root cause of the display error, inability of the controller to recognize the batteries, critical battery alarms, controller resets, and real time clock issue events can be attributed to a damaged diode and damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. A possible root cause of the observed losses of power can be attributed to a controller exchange, a disconnection of both power sources, and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is inv estigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction to sections b3 event date and b5 event problem. Also, additional information was received that the product was returned. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller exhibited intermittent high priority alarms which occurred without a message on the controller display. It was also reported that the batteries were sufficiently charged with three or four leds, but the capacity of the batteries was not reflected on the controller itself.

Event description:
It was reported that the controller exhibited controller fault alarm. There was an internal high priority alarm and no light emitted diode (led) status was displayed of the batteries on the controller although the ventricular assist device (vad) was running. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.